Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reported experiencing kinked cannula issues on multiple occasions. These events began on (B)(6) 2024 and occurred 15 times since then. The patient typically noticed symptoms 3 or more hours after the insertion of the infusion set. Each infusion set was generally used for one day before the problem was detected. The insertion sites for the cannula varied, including both the abdomen and arm areas. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.